Event description:
The customer reported that the scanner stopped in the middle of the scan and the patient had to be transferred to a fixed scanner and rescanned.

Manufacturer narrative:
After review by a field service representative, the issue was determined to be user induced. The customer reported that the scanner had stopped in the middle of the scan and did not resume; therefore the customer had to re-scan the patient. The issue is summed up to be user induced, as the use of multiple adapters caused a bug in windows that loosened the connection. As per information received from the customer, the patient was rescanned but the dose received by the patient could not be retrieved as the patient scan had been deleted from the workstation. It is estimated, based on worst case protocol used, that the patient received a total dose of 0.08252 gy. Future service calls will be monitored for such incidents and escalated if necessary.